Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately high compared to his feelings and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2014. At an unspecified date/time, the patient obtained blood glucose readings of ¿292, 310mg/dl¿ with the subject meter. It is not known what medication, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient denied developing any symptoms; however, at an unspecified date/time, the patient stated he went into his doctor¿s office for a visit and his health care professional (hcp) treated him with ¿glucose tablets/glucose gel¿. During troubleshooting, the cca discovered that the test strips the patient was using either have been open greater than the discard date or stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.